Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. The pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker. There was no moisture damage on the electronic, motor, vibrator and battery tube assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 17 mmol/l at the time of incident. The customer stated that the pump alarmed button error and none of the buttons were working. The customer stated that the pump was exposed to moisture and was probably wet. The customer treated with injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.